Manufacturer narrative:
It is confirmed that the production records of the femoral component contained no relevant abnormal notes. The final product dimensions, appearance, and the necking bonding percentage of the porous coating all complied with the specification requirements. As of the reporting date, the complaint product has not yet been obtained. Based on our review of all currently available information, current evidence does not establish a causal relationship between the device and the reported event, and the definitive root cause could not be identified. The final report will be submitted if the complaint product is received and further investigation results are available.

Event description:
A 75-year-old female patient underwent tka surgery using the u2 total knee system on (B)(6) 2024, and the patient began experiencing intense pain in (B)(6) 2025. The x-ray showed the femoral component loosening and metal beads shedding. A revision surgery was performed on (B)(6) 2026.